Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system exhibited a persistent audible tone. The fse confirmed that the controller locked up. There is no report of patient injury or death.